Manufacturer narrative:
D6a and d6b should of been left blank on the initial report that was submitted. H6 codes b17 and c20 were reported incorrectly on the initial report that was submitted as the automated impella controller was returned. A new type of investigation code and investigations findings code were added. H10 this is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella cp. Related report number was added. H11 revised additional manufacturer narrative as it was reported incorrectly on the initial report that was submitted. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This follow up MDR is being submitted to document that the device involved in the reported event has been identified as available for return. Additionally it was confirmed that replacing the automated impella controller resolve the reported issue. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller became unresponsive to p-level changes during ECMO de-cannulation. First, the screen appeared blank and then the screen was stuck on the home screen. The controller was unresponsive to buttons or knob selections. The controller was exchanged for another controller to resolve the issue.